Event description:
Healthcare professional via company representative reported "thickness of 1.9 mm with images of thickening and focal retraction plus edema and striation in outer quadrants in the right breast", "heterogeneous appearance with formation of fatty lobules within the tissue", " likelihood of early contracture" and "inflammatory process involving superficial planes". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.